Manufacturer narrative:
References 1 wenner j, johnsson f, johansson j, oberg s. Wireless oesophageal ph monitoring: feasibility, safety and normal values in healthy subjects. Scand j gastroenterol 2005; 40: 768-774 [pmid: 16118912 doi: 10.1080/00365520510023602] 2 de hoyos a, esparza ea. Technical problems produced by the bravo ph test in nonerosive reflux disease patients. World j gastroenterol 2010; 16: 3183-3186 [pmid: 20593504 doi: 10.3748/wjg.v16.i25.3183] 3 von renteln d, kayser t, riecken b, caca k. An unusual case of bravo capsule aspiration. Endoscopy 2008; 40 suppl 2: e174 [pmid: 18668461 doi: 10.1055/s-2007-995804] 4 ho kk, joyce am. Complications of capsule endoscopy. Gastrointest endosc clin n am 2007; 17: 169-178, viii-ix [pmid: 17397783 doi: 10.1016/j.giec.2006.11.001]. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule did not attach to the patient's esophagus and could not be endoscopically visualized after deployment. After multiple attempts to detect the capsule, it was visualized in the left pyriform sinus. Due to the significant risk for pulmonary dislodgement, ent and pulmonary physicians were immediately consulted to review options for safe removal. The anesthesiologist performed endotracheal intubation and the ent was able to successfully remove the capsule with foreign body forceps without further complication. It is suspected that the capsule was either pulled up by the endoscope during withdrawal, or coughed up by the patient.